Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted to the hospital for worsening infection. Initial report of infection was covered under MFR # 2916596-2022-12671. A positive microbial culture/pcr test revealed a bacterial infection of staphylococcus aureus and staphylococcus lugdunensis. The patient had increased driveline drainage and required two dressings per day. The patient had chills, sweats, diarrhea, fatigue, palpitations, decreased appetite, lightheadedness, and dizziness. Infectious diseases was consulted, the patient received a computerized tomography (CT), blood and wound culture, a transesophageal echocardiogram (tee) and was administered parenteral oxacillin. The tee showed a left ventricular ejection fraction of 20, a left ventricular end diastolic diameter of 70, mild mitral regurgitation, and mild tricuspid regurgitation. A 5 cm incision was made over the driveline to cut down to healthy tissue. The wound was irrigated with antibiotics and the driveline was scrubbed with betadine (povidone-iodine). A wound vacuum-assisted closure (vac) was placed. Hemostasis was achieved.

Event description:
On 10oct022, the patient had dark red stools and was started on intravenous (IV) proton-pump inhibitors (ppis). The patient's hemoglobin was remained stable at around 12-14 gm/dl. Patient was discharged after international normalized ratio (inr) was at therapeutic levels.

Manufacturer narrative:
Section h6: health effect - clinical code: skin infection (4544) no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Abdominal/pelvic CT scan showed soft tissue thickening/inflammatory stranding, trace fluid at driveline exit site, left anterior abdominal subcutaneous tissue suspicious for cellulitis.

Manufacturer narrative:
Related MFR # 2916596-2022-1267. Manufacture¿s investigation conclusion: a specific cause for the reported driveline infection could not conclusively be determined through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook also contains information about caring for the driveline and preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.